Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: triathlon p/a cr beaded #7r; cat# 5517f702; lot# sprlc, triathlon prim bead pa sze7 bp; cat# 5526b700; lot# sr7ea. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision right total knee replacement - all implants were taken out and replaced. Patient had a fall after initial replacement ((B)(6) 2010) & had been managed conservatively, however instability had increased and surgeon determined best option was to revise.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: the device was not returned; however, photographs of the reported device were provided. The photographs show a recently explanted insert, which seems to have some explanation damage. From the photographs provided there is nothing else of relevance to note. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'revision right total knee replacement - all implants were taken out and replaced. Patient had a fall after initial replacement ((B)(6) 2010) & had been managed conservatively, however instability had increased and surgeon determined best option was to revise.' The device was not returned; however, photographs of the reported device were provided. The photographs show a recently explanted insert, which seems to have some explanation damage. From the photographs provided there is nothing else of relevance to note. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.